Event description:
The customer reported the ventilator remote alarm was not functioning. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. Failure of the remote alarm may result in no signal to the remote alarm station when the ventilator alarms during use in normal ventilation mode. The customer reported the ventilator was in use on a patient and there was no patient harm. The MFR's service tech reported testing of the remote alarm failed. The service tech replaced the main pcb board to correct the reported problem. Applicable final testing was completed and tests passed per operating specs.